Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign gray/white particle was observed in the eylea solution in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: there is a gray/white particle in the solution of the syringe. The reporter believes that it is a part of the filter needle that was defective. The reporter denied any adverse events or missed doses due to this event.

Event description:
It was reported that a foreign gray/white particle was observed in the eylea solution in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: there is a gray/white particle in the solution of the syringe. The reporter believes that it is a part of the filter needle that was defective. The reporter denied any adverse events or missed doses due to this event.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. The photos depict a magnified portion of a single loose 1ml ll syringe with needle attached. The syringe has approximately 0.1ml of clear liquid inside. A large white foreign matter can be seen loosely sitting, slightly floating over the stopper surface in the fluid path. The foreign matter is a flat white disc with small fibers. The foreign matter appears to resemble the filter from the filter needle. The photograph is not sufficiently clear for further evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Note: the syringe product is sold as syringe-only with no needle component. Potential root cause for foreign matter is not associated with the syringe component but possibly related to the needle component which is not part of the syringe product. No defects were confirmed to be associated with the syringe product.